Event description:
Patient was admitted to user facility for abdominal hysterectomy. Two allegiance 1/8" wound evacuation drains were placed in the operative site by the physician. Upon removal of the drains, one would not remove with normal force. The staff nurse pulled on the drain and the drain snapped leaving a large piece inside the patient. The piece of drain was surgically removed by the physician. The drain and the removed piece were discarded.